Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 27 mmol/l (486 mg/dl) for six days in 2009. The following month, the pt changed the infusion set and insulin cartridge and his blood glucose measured 3.9 mmol/l (70.2 mg/dl). The next day, his blood glucose measured 17.8 mmol/l (320.4 mg/dl) at 5:25 am and he bolused through the infusion device. He rode his bicycle for 45 minutes and at 7:35 am, his blood glucose measured 20 mmol/l (360 mg/dl). He bolused 5 units of insulin through the infusion device, at 9 am, his blood glucose measured 17.2 mmol/l (309.6 mg/dl). He bolused 3.5 units of insulin through the infusion device and at 11:25 am, his blood glucose measured 7.2 mmol/l (129.6 mg/dl). He ate and bolused 10.5 units of insulin through the infusion device and at 1:45 pm, his blood glucose measured 6.7 mmol/l (120.6 mg/dl). He does not believe the infusion device correctly delivers the basal rates. His normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.